Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, the device was returned to the manufacturer for evaluation and repair (detailed as follows): analysis found the package damaged and inner pouch was opened. The red lead electrode of the device was protruding through the lumen under the cuff¿however, there was no apparent evidence that the wire went through the cuff since it would hold air. Based on observations and the available information; the most likely underlying cause is consistent with misuse/user error. This device is used for therapeutic purposes.

Event description:
It was reported that the ¿lead wire exposure¿ was found in a 6mm nim reinforced emg endotracheal tube preoperatively, prior to use on a (B)(6) female. The device was never used on the patient and was replaced with a new one to complete the surgery, with no impact or injury as a result of this event.